Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported that the patient presented for routine device upgrade. After an attempt was made to connect the lead to the implantable cardioverter defibrillator right atrial (ra) port, a small metal ring disconnected from the device header. Upon connecting the lead to the ra pin port, both high out of range pacing impedance and persistent noise was observed. The lead was tested through the pacing system analyzer and measurement were within normal limits. The physician requested that replacement device be used to complete the procedure. The patient was stable.